Event description:
It was reported that cartridge did not fully snap into pump, and caller was unable to reload original or new cartridge despite removing pump case. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.